Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Feedback suggests that during an infusion of monoclonal antibodies a leakage was identified. There was no patient harm reported.